Manufacturer narrative:
The company representative was unable to duplicate the reported problem. However, the company representative observed a "system failure" 53 (front end fault) resulting in an iabp shutdown recorded in the fault journal. The company representative replaced the front end board (0670-00-0668e). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the unit, the unit generated the "system failure" alarm. No patient was involved.